Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. During system check with tandem technical support, it was confirmed that the occlusion alarm was related to the cartridge. Customer changed the cartridge to address the occlusion alarm, and resumed insulin delivery. Customer¿s blood glucose level was 172 mg/dl.